Event description:
It was reported that during unpackaging, while pulling the stylet from an nc trek balloon, the shaft separated into two pieces, near the shaft junction area. The nc trek was not used in the anatomy, and another nc trek was used without issue to complete the procedure. There was no patient involvement and no clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was returned for evaluation and the reported separation was confirmed. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.